Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited noise resulting in inappropriate pacing mode switch and the right ventricular lead exhibited noise oversensing causing inhibition of pacing. Upon interrogation of the pacemaker, the lead anomalies were confirmed. On (B)(6) 2019, both leads were explanted and replaced without any complications. The patient's condition was stable. Related manufacturer reference number: 2017865-2019-17279.

Manufacturer narrative:
The reported event of noise was not confirmed in the laboratory. A partial lead with the distal tip measuring 40.9 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.